Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing and that the lead had dislodged. It was noted that the patient did exercises at the rehab center. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.